Event description:
Pt admitted for same day surgery surgical procedure of eua excision of anorectal tumor, 3 needle, broke on 2nd pass through rectal tissue. Needle under jaws of needle holder. Unable to locate distal 2/3rd upon exploration of area. Follow-up post-op phone call noted pt had two bowel movements at home following discharge. No complaints voiced. Box of remaining sutures removed to be returned to manufacturer.